Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a tear in the fabric of the closure device occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device was implanted successfully. On the 45-day follow-up, it was noted that there was a tear in the fabric of the closure device. The tear was small enough to take the patient off coumadin. There were no patient complications and the patient is currently fine.